Event description:
It was reported "during the insertion process, the front end of the balloon was broken and could not be inserted in the patient. Change new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken at approximately 5.3cm from the iab distal tip. Bends to the iabc central lumen were noted at approximately 9.5cm and 31cm from the luer end. Dried blood was noted on the exterior surfaces of the re-turned sample. Dried blood was noted within the bladder/helium pathway. The customer photos were reviewed. The photo shows a bent teflon sheath. The photo shows an iab catheter with a broken central lumen. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0070in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediately push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously con-firmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; a leak was immediately detected from the iabc bladder membrane at approximately 76.5cm from the iabc luer. The leak from the iabc bladder is consistent with contact from a sharp object. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood and debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood and debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the front end of the balloon was broken" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which can cause blood to enter the helium pathway. Additionally, a puncture consistent with contact from a sharp object was found on the iabc bladder. Due to the combined damage to the iabc central lumen and bladder membrane, it could not be confidently determined which damage occurred first. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen and damaged bladder. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "during the insertion process, the front end of the balloon was broken and could not be inserted in the patient. Change new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).